Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer did not see insulin exit the cartridge tubing. There was no reported impact to customer's blood glucose. Reportedly, customer declined troubleshooting.